Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. No physical damage was found to the pump upon visual inspection. The event history log was reviewed; no issues were found. Accuracy testing was performed revealing that the average delivery error to be within specification of -/+ 6%. Based on the evidence there was no fault found as the complaint was not confirmed.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd legacy plus pump had a variation in discrepancies between the indicated value and the actually remaining value depending on the cases. Sometimes it was 2 to 3 ml and sometimes 10 ml. The remaining amount was calculated by subtracting the actual syringe-drawn fluid volume from the value displayed on the pump's indication screen. No adverse patient effects.